Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. It was reported that dianeal therapy was ongoing prior to the patient passing away. The patient was not performing therapy at the time of death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned to baxter healthcare for further investigation and the serial number of the device is unknown, therefore, a device service history review and/or device history review were not performed. Should additional relevant information become available, a follow-up will be submitted.